Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
(B)(4).

Event description:
This information was found during the three-year post-marketing surveillance of gore tag thoracic endoprosthesis in (B)(6). On (B)(6), 2011, the patient underwent endovascular repair of a descending thoracic aortic aneurysm using a gore tag thoracic endoprosthesis. A gore introducer sheath with silicone pinch valve was used to insert the device. On (B)(6), 2011, the patient was discharged in good condition. On (B)(6), 2011, the patient developed a left groin access infection. The cause of the infection is unknown. It was reported to be unrelated to the device. On (B)(6), 2011, the patient underwent washout and re-suturing of the wound. On (B)(6), 2011, the resolution of the access site infection was confirmed. On (B)(6), 2012, no complication was reported at the one year follow-up examination. On (B)(6), 2013, no complication was reported at the two year follow-up examination. On (B)(6), 2014, no complication was reported at the three year follow-up examination.